Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4). Serial: (B)(6), batch: 9110748.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention may be pending to address the issue. Note: it is unknown which lead is related to this issue.

Event description:
Additional information was received wherein both leads migrated. It was confirmed via x-ray. Surgical intervention took place wherein the leads were explanted and replaced. Effective therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.